Event description:
The customer reported that while conducting the est test on the ventilator, it passed the leak and compliance test, but not the o2 calibration. A new o2 cell was fitted and calibration was done again w/o any success. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the gas delivery engine resolves the reported issue.